Manufacturer narrative:
The t:slim pump user guide states that a low insulin alert is displayed when there are 5 or less units of insulin in the pump, requesting that the cartridge be changed or pump will stop all deliveries. The alert will continue until the cartridge has been changed; otherwise the pump will stop all insulin deliveries, due to an empty cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 468 mg/dl with diabetic ketoacidosis (dka). The contact stated that the customer ran out of insulin, which led to elevated bg level and dka. The customer received and understood the expected alerts and alarms leading up to the empty cartridge, but the customer did not have any more insulin in their possession at the time. As the customer did not have any insulin, they went to the emergency room (ER) for treatment. At the ER, insulin, potassium, and saline were administered. The customer left the ER later that day, feeling better with bg level ¿coming down¿ (exact value not provided).